Event description:
The reporter stated the surgeon implanted a icm125v4 12.5mm implantable collamer lens in the patient's right eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The lens was exchanged for a shorter lens lens and this resolved the problem. On (B)(6) 2014, patient's last visit to the doctor; bcva: 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).